Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-jul-2007 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the main full height legacy drawer 4 was failed and not detected on bus. A field service engineer opened the back panel and observed no indicator lights on the drawer controller board, powered the station off and replaced the retractor band to determine whether it would resolve the issue; however, this did not correct the problem. The customer had an unused station available, from which we obtained a full height drawer for replacement, installed the drawer and tested it using diagnostics. The customer also performed verification testing, which completed successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es 3w main full height cubie drawer 5 all cubies were displayed required maintenance and not detected on bus. The user was unable to recover the drawer. The customer attempted to restart the machine, but the issue persists with no improvement. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.